Event description:
On (B)(6) 2016, patient presenting with subacute headache x 1 month duration with no associated neurological changes, as well as rash that initially started on the palms with positive rpr (1:128) (was negative (B)(6) 2015), csf chemistry with elevated protein, elevated crp/esr. Csf studies, tp-pa and vdrl negative. Patient treated for presumed neurosyphilis given history of hiv. Treatment arm (hsil treatment with clinician choice of ablative device or topical cream every 6 months if protocol agents.